Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a telemetry issue however was unable to confirm any printing issue. It was noted that the programmer was scrapped due to liquid ingress resulting in excessive corrosion on and inside the main case, and the programmer was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had issues with printers, telemetry and that it kept freezing. Follow-up was inconclusive in being able to determine whether the radiofrequency programmer head could be eliminated as a possible source of the telemetry issue so both will be reported on. The programmer and the head were returned for service. No patient complications have been reported as a result of this event.